Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s)/failure of the right tube occlude') and embedded device ('there was evidence of an essure coil located on the left side of her uterus that was imbedded in the muscle wall of the uterus') in a (B)(6) year-old female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dilation and curettage hydrothermal ablation, essure". The patient's medical history included gestational diabetes, migraine and pregnancy. Concurrent conditions included urethral calculus, drug hypersensitivity (anaphylaxis; shortness of breath), vaginitis, nausea, vomiting, hydronephrosis, flank pain, vaginal itching and back pain. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (depo-provera) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant), 4 months 18 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pelvic area"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 3 to 4 coils were visualized discrepancy noted: hsg done essure device was successfully occluded (per summon) and plaintiff did not undergo essure confirmation test no (per pfs). Tubal ligation insertion date reported: (B)(6) 2014 and (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 9mm obstructing stone proximal left uterus. Moderate hydronephrosis and left renal enlargement. (As reported). No other acute process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one was described in patient medical records: vaginitis, hysteroscopy, dilation and curettage hydrothermal ablation, essure, imbedded device and failure of the right tube occlude. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, migration of essure device location of device: uterus, embedded device, psychological or psychiatric problems condition: depression, anxiety and mental anguish, plaintiff did not undergo essure confirmation test, dilation and curettage hydrothermal ablation essure were added. Event verbatim were updated : physical pain/pelvic pain. Medical history , concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s)/failure of the right tube occlude') and embedded device ('there was evidence of an essure coil located on the left side of her uterus that was imbedded in the muscle wall of the uterus') in a 42-year-old female patient who had essure (batch no. 11879401-not valid,b60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dilation and curettage hydrothermal ablation, essure". The patient's medical history included gestational diabetes, migraine and pregnancy. Concurrent conditions included urethral calculus, drug hypersensitivity (anaphylaxis; shortness of breath), vaginitis, nausea, vomiting, hydronephrosis, flank pain, vaginal itching and back pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (depo-provera) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant), 4 months 18 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pelvic area"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 3 to 4 coils were visualized discrepancy noted: hsg done essure device was successfully occluded (per summon) and plaintiff did not undergo essure confirmation test no (per pfs). Tubal ligation insertion date reported : (B)(6) 2014 and (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 9mm obstructing stone proximal left uterus. Moderate hydronephrosis and left renal enlargement. (As reported). No other acute process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one was described in patient medical records: vaginitis, hysteroscopy, dilation and curettage hydrothermal ablation, essure, imbedded device and failure of the right tube occlude. Lot number 11879401 is not valid. Lot number: b60750 manufacture date:2013-08 expiration date: 2016-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s)/failure of the right tube occlude / migration'), embedded device ('there was evidence of an essure coil located on the left side of her uterus that was imbedded in the muscle wall of the uterus') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 11879401-not valid, b60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "dilation and curettage hydrothermal ablation, essure". The patient's medical history included gestational diabetes, migraine and pregnancy. Concurrent conditions included urethral calculus, drug hypersensitivity (anaphylaxis; shortness of breath), vaginitis, nausea, vomiting, hydronephrosis, flank pain, vaginal itching and back pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (depo-provera) and norethisterone acetate (norethindrone acetate). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant), 4 months 18 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pelvic area"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device expulsion, embedded device, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately 3 to 4 coils were visualized discrepancy noted: hsg done essure device was successfully occluded (per summon) and plaintiff did not undergo essure confirmation test no (per pfs). Tubal ligation. Insertion date reported : (B)(6) 2014 and (B)(6) 2014. She received treatment for abdominal pain. She received treatment for general abnormal bleeding: unknown. If no removal planned, unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 9mm obstructing stone proximal left uterus. Moderate hydronphorosis and left renal enlargement. (As reported). No other acute process. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one was described in patient medical records: vaginitis, hysteroscopy, dilation and curettage hydrothermal ablation, essure, imbedded device and failure of the right tube occlude. Lot number 11879401 is not valid. Lot number: b60750, manufacture date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events - abdominal pain and general abnormal bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.